Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had yellow wrench advisory alarm. The mobile power unit was exchanged.

Manufacturer narrative:
Main investigation conclusion: the reported event of a yellow wrench alarm was unable to be confirmed. There was no log file submitted for review. The heartmate mobile power unit (mpu) (s/n: (B)(6) was not returned for analysis. Provided information stated that the patient had a yellow wrench alarm on the mpu. It is unknown what led to this alarm. Additionally, no product will be returned and the mpu was disposed of since not covered under warranty. There were no additional photos or documents submitted. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the mpu alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.